Manufacturer narrative:
Update to b3 and h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. It is presumed that due to stress of repeated use, external factors, or handling of the device, the image sensor unit was damaged, such as disconnection, or a part mounted on the electrical circuit board, such as integrated circuit chips and capacitors, was broken, which may have resulted in the subject event. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling devices in accordance with the following instructions for using IFU. The inspection method for the issue is described in "chapter 3: preparation and inspection, 3.8 inspection of functions combined with related devices" in the ltf-s190-5/10 instruction manual operation section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had no image displayed, and when removing from the main unit, the part that plugs into the light guide connector was hot. The issue occurred during an unspecified therapeutic procedure and was completed. There were no reports of patient harm.